Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported the procedure was being performed in the surgical intensive care unit. Upon opening the sterile pack they found the j-tip of the spring wire guide was bent in an "l" shape. As a result, it was not used and a new kit was used successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a guide wire that was kinked at 4 cm from the j-tip at the distal end, which was opened. None of the returned kit components were in their original position in the tray and several components were missing including the cap on the guide wire advancer. A device history record review was performed with no relevant findings. Since the guide wire assembly was incomplete and no information was provided regarding the position of the components within the kit, the probable cause could not be determined. No further action will be taken.